Event description:
During a laproscopic gastric bypass procedure, tested the device as soon as they started using and got an instrument error code. Retightened the device and restarted the generator and the device did not work. Another device was used to complete the case. Proceeded without incident and no reported pt consequence.